Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 4 patient samples tested for elecsys ft3 iii (ft3) on a cobas e 801 module. For patient #1 the initial ft3 result was 1.63 pmol/l with a repeat result of 6.71 pmol/l. For patient #2 the initial ft3 result was 1.64 pmol/l with a repeat result of 9.12 pmol/l. Patient #2 is a (B)(6) year old female with a date of birth that was not provided. For patient #3 the initial ft3 result was 1.79 pmol/l with a repeat result of 4.53 pmo/l. Patient #3 is a (B)(6) year old female with a date of birth that was not provided. For patient #4 the initial ft3 result was 1.66 pmol/l with a repeat result of 4.68 pmol/l. Patient #4 is a (B)(6) year old female with a date of birth that was not provided. For all 4 patients the initial testing was performed on (B)(6) 2018 while the repeat testing was performed on (B)(6) 2018. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The ft3 reagent lot was 257824 with an expiration date of 31-oct-2018. The issue occurred on only one sample rack and soon after the analyzer alarmed for a sample probe issue. The customer has rerun the samples on another module and the results correlated fine. Specific results were requested but have not been provided. There have been no further issues.

Manufacturer narrative:
The daily alarm trace shows several sample pipetting alarms. Since no further issues occured a general issue with the analyzer was unlikely. Based on the available information, the root cause could not be identified.